Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing deviation from IFU. Is the reported risk/harm listed in the IFU? Event11,12,13,14 are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in operation manual ¿chapter 3 preparation and inspection¿. IFU states the preventative measures in reprocessing manual ¿chapter 3 cleaning, disinfection and sterilization procedure¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's nozzle, bending section cover, connecting tube and plastic distal end cover had foreign objects. There was no patient involvement.